Event description:
It was reported that a portion of the patient's lead was frayed and that portion was cut off. Therapy was restored with the remaining portion of the lead.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.